Event description:
It was reported that while performing a subacromial decompression the tip of the asc4250-01 wand fell off. The MFR was unable to confirm whether or not the device fragments were retrieved from the surgical site. The procedure was completed and no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.